Manufacturer narrative:
Patient age was not provided. (B)(4). Approximate age of device - 57 days. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2015 with systemic inflammatory response syndrome (sirs) and sepsis. The sternotomy site was erythematous and hot to the touch. The driveline site was draining serous exudative fluid and serial computed tomography imaging showed enlargement of a 14x7x1.5cm retrosternal abscess. Blood cultures were clear on (B)(6) 2015. Yeast and gram-positive cocci in clusters were cultured from the driveline site on (B)(6) 2015. Unspecified changes were made to the patient's medication. No additional information was provided.

Manufacturer narrative:
A correlation between the returned pump, and the reported sepsis and infection could not be conclusively determined. Evaluation of the returned pump revealed deposition on the inlet bearing ball; however, a root cause for the observed deposition could not be conclusively determined. The inlet bearing ball revealed a dark red, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was in operation. Its origins and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Corrected information: information from the patient outcome, referencing the clinical database, reports that the patient received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information: the patient received a transplant on (B)(6) 2015 due to chronic infection of the implanted lvad. The patient was administered dobutamine during the period of (B)(6) 2015 to (B)(6) 2015.